Event description:
Event description boston scientific, crm received information from this patient regarding his implantable cardioverter defibrillator (ICD) device. He stated that he is very unhappy because the device is pacing when it should not be and it is conflicting with his normal heartbeat. He spent time in the hospital because the device was competing with his heart and causing pain, resulting in a fourth adjustment by a nurse. He wants the device and all leads explanted, including a lead that was abandoned surgically due to a previously reported lead issue. The patient wanted to be reimbursed for anxiety, pain, and expense related to these issues. This device is part of the prizm pre-april advisory population. The patient called in again to allege that there is a serious problem with the pacer portion of his device.